Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. We have contacted the initial report to request additional information and to request return of the device for evaluation. The patient's attorney alleges the patient was treated for infection. Infection is listed as a potential effect of failure. In regards to infection the instructions for use states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." At this time there is no known manufacturing anomalies associated to the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00081 for information related to the "repair plug" also implanted on (B)(6) 2007.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - patient underwent the repair of an inguinal hernia repair and umbilical repair, with placement of a bard/davol "mesh patch" and a "repair plug." The attorney's report alleges the patient suffered pain, infection and explant.